Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was originally reported the patient felt stimulation in her left rib during her sacral nerve stimulation (scs) trial. It was noted the patient was able to get rid of the feeling by changing the pulse width of her stimulation. Additional information received reported that "everything was going well for [the patient] since her reprogramming." The patient¿s health care provider reported on (B)(6) 2014 that the patient had excellent coverage following device reprogramming. No malfunctions were seen. The patient was very happy with stimulation. The patient¿s hcp additionally reported on (B)(6) 2014 that the patient went to the ER on (B)(6) 2014 for her percutaneous scs. The patient did not have good pain relief until adjustment of the lead. The trial lead dislodged/migrated. The leads were readjusted on (B)(6) 2014 with good effect. The patient outcome was noted as no injury.